Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance and a review of device history records show that lot released with no recorded anomaly or deviation. Therefore it is determined that product left biomet conforming. Based upon analysis of this issue, the device problem is due to the conditions of use and is related to the operator¿s technique and failure of the user to follow surgical technique. A field communication has been sent to surgeons to reiterate proper use of the instrument.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2014. During the procedure, four reamers fractured. The fractured tips were retrieved from the patient and another reamer was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care adn handling of instruments, number 1 states,"surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-07261 / 07264).